Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: secondary surgical intervention, lens explanted and exchanged for shorter lens. Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (residue on lens) and the lens missing a piece of haptic. Initial MDR date received by manufacturer is 26 feb 2018. (B)(4)